Event description:
Pt was able to obtain lenses without a prescription. After two hours of wear the front part of cornea peeled off (top layer). Pt in excruciating pain. Eyes were swollen shut. It took 2 days before eyes could open and a week for resolution. Previous contact lens wearer with a different brand of contacts.